Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery would not charger or power on a test monitor. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charger is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but it likely ingress of an unk liquid. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
Upon review of a (B)(6) male pt's flag files zoll customer support reported battery faults. The pt was contacted and issued a replacement battery pack.